Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
(B)(6) 2017: initial rsa surgery was done. / (B)(6) 2017: glenoid sphere dislocation was found. /(B)(6) 2017: glenoid sphere and insert were replaced.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.